Manufacturer narrative:
The associated visionaire adaptive guide kit was not returned for evaluation. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our investigation including an engineering evaluation by our visionaire team noted that portions of the anterior femur were over-segmented. These errors could have affected block fit. The alignment engineer along with the segmenter have taken steps to ensure that all surgeon preferences are met going forward. At this time we feel these actions will prevent recurrence of this failure. Our clinical evaluation noted that based solely on the product evaluation, incorrect anterior block segmentations resulted in inadequate block fit and subsequent re-cutting and use of a rod on the femur and tibia. No clinical information/documentation was provided. The patient impact beyond the reported recuts cannot be determined, although a minimal surgical extension was likely. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery, block did not fit and surgeon had to rod the femur after recutting it.